Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Serial #: (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged damage to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission xx/xx/xxxx. Device evaluation: the device has been returned and evaluated by product analysis on 05/08/2017 with the following findings:.1. Moisture observed in battery compartment (see attached picture.) Cracked battery compartment from threads to case seal left of grip pad. Leak test failed due to cracked battery compartment. Opened pump, no further moisture damage found. During investigation, the battery compartment was cracked from the threads to the left of the grip pad. Unrelated to the original complaint, moisture was found in the battery compartment. A leak test was performed and failed due to a battery compartment. The pump was opened to find no further moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.